Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display. The reporter denied any physical damages to the pump. This issue is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2016 with the following findings: moisture was observed internally, including the display, the circuit boards and near the motor flex connector. Unrelated to the original complaint, a crack was noted to the pump casing in between the keypad and the display lens. A leak test failed due to a cracked pump case. The battery compartment was also cracked. In addition, internal moisture damage caused display text distortions and an unresponsive keypad issue.